Event description:
It was reported by the customer that a pyxis medstation es system had a broken door track and broken drawer rail. The customer stated that the malfunction occurred when user was trying to issue the medication to patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by broken rails. A field service engineer replaced the rails on the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.